Event description:
Additional information: it was reported that the catheter had eroded and fractured at the proximal/pump segment in the pump pocket. Additional symptom included swelling at the pump site. The reporter noted that the pump had been turned off; however on two separate reports the reporter stated that it was turned off for over 2 days, and on the other that it was turned off for several weeks. Due to the pump being turned off, there was great probability of internal tubing damage. The patient was hospitalized overnight following the pump and catheter replacement. It was reported that the device system was used to deliver dilaudid. The patient was reported to be doing well following the replacement.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced a decrease in therapeutic effect and withdrawal and the pump and catheter were subsequently replaced. In (B)(6) 2012, the patient went through withdrawal and had increased pain. In (B)(6) 2012, a cap dye study was done, and the results were normal, however, the patient has continued to have no improvement in pain. On (B)(6) 2012, the pump was scheduled to be explanted. After opening up the pump pocket, it was found the catheter had a 3-5cm tear and was flattened 'as though the pump was lying on the catheter'. The pump and catheter were replaced. Reporter stated there were no pump alarms other than stopped pump and tube set alarm, which were appropriate due to the fact that the md had stopped the pump knowingly due to no therapy and pump replacement. The medication in the pump was fentanyl. The patient's status was reported as recovered without sequel.

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type: programmer. Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type: catheter. Analysis of the pump found no anomaly. Analysis of the catheter found catheter connector/coring tears-cuts in seal. No leak seen in lab and no leak allegation. No tear or other significant anomaly seen with portions of catheter segments returned.

Manufacturer narrative:
(B)(4).